Event description:
While outreach call was being documented on emergency room visit, customer also reports of having trouble with sensor adhesive and also received calibration error. Customer was advised on proper time for calibrating. Customer reports to have experienced sensor glucose versus blood glucose differences. After troubleshooting, customer was advised to monitor insulin pump and call back for further assistance. It was reported that customer experienced high blood glucose and contacted her healthcare professional who refused to change basal rate and advised customer to go to the emergency room which she did on (B)(6) 2014. Customer's blood glucose was 311 mg/dl at time of visit. Customer was treated with manual injections and was released on the same day. Customer was wearing insulin pump at the time or emergency room visit. Customer changed her basal rates on her own from 0.325 and gradually increasing. Customer was feeling better. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.